Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Citation: ja panera de la mano et al. Aortic prosthesis implantation today: experience in a tertiary care center with different types of valves and in different age groups. Revista espanola de cardiologia. Oct 2024. Vol 77 (supp 1): 455. Doi: 10.1016/s0300-8932(25)00483-x. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding clinical outcomes with aortic prosthetic valve implantation at a tertiary care center. The study population included 423 patients with a mean age of 84 years old. Multiple manufacturers¿ devices were implanted in the study population; 115 patients were implanted with a medtronic evolut bioprosthetic valve. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients, clinical observations included: elevated transvalvular gradients, vascular complications and arrhythmia requiring permanent pacemaker implant. No further information was provided pertaining to medtronic products.